Manufacturer narrative:
Covidien has requested more information on what the abnormal smell is. The warmtouch 5200 patient warmer has been discontinued and being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.

Event description:
Customer states: during use to the patient an m.e. Found the abnormal smell from the product body. No patient harm.